Event description:
The customer reported via phone call that he had high blood glucose over 600 mg/dl. Customer also had air bubbles and kinks in the line. Customer had a back-up plan of injections of novolog. Customer stated that the plunger does not move at manual prime and there was pressure the other day, which caused the insulin to spray out. Customer needs to change the complete set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.